Event description:
On (B)(6) 2011 the pt reported that her brother took her to the hospital on (B)(6) 2011 due to an allergic reaction she was having to the steel cannula of the insulin infusion set. The pt first notice she had a lump on the right side of her abdomen that had been increasing in size on (B)(6) 2011. The pt was treated with an IV of antibiotics, painkiller, and medication for nausea. The pt was in (B)(6) when she went to the hospital. The pt followed up with her doctor on (B)(6) 2011 after she returned to (B)(6). A culture of the pus was taken and an MRI was performed due to memory loss that occurred while the pt was in (B)(6). Subsequently her doctor prescribed additional antibiotics. The pt advised that she is changing her infusion site properly and does not have any scar tissue. Follow up with the pt on (B)(6) 2011 revealed that the pt had no further issues. Product was replaced and was requested to be returned for product evaluation.